Event description:
It was reported that during a laparoscopic gastric bypass, the reusable cannula broke off into patients abdominal wall. They retrieved the device and used a new one. There was no patient consequence. The device will be returned for analysis.